Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the fiber optic module was faulty after troubleshooting the cs300 intra-aortic balloon pump (iabp) unit. A repair estimate has been generated and sent to the customer for approval. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, the cs300 intra-aortic balloon pump (iabp) unit alarmed "optical sensing module failure". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge fse resolved the issue by replacing fiber optic assy. Fse then stated that "full pm, safety, calibration, and functionality checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.". The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the fiber optic assy into the cs300 test fixture and tested the fiber optic assy as per the cs300 service manual. The nrc was able to verified the failure of the fiber optic assy. "Optical sensor module failure". Part no longer able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.